Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe tip broke off when attaching it to the 3-way tap. The following information was provided by the initial reporter, translated from (B)(6) to english: "when attaching the syringe to a 3-way tap, the tip of the syringe broke off and became stuck in the tap clinical consequences: change of device"

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe tip broke off when attaching it to the 3-way tap. The following information was provided by the initial reporter, translated from french to english: "when attaching the syringe to a 3-way tap, the tip of the syringe broke off and became stuck in the tap. Clinical consequences: change of device."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-29. H6: investigation summary: one sample received for investigation, upon visual inspection of the sample received it can be seen the tip of the syringe is completely detached from the syringe that is inside the 3-way tap that was sent with the sample. No other defects can be detected in the device. Syringe was manufactured in cavity 24 of the mold s-52. This defect may appear when the luer connection is over screwed. A device history review was performed for lot 2107022, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. No changes have been done in raw material or process that could lead to the defect experienced by customer. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.